Event description:
A patient reports that following bilateral intraocular lens implant surgery, she is unhappy with her near vision. She reports that she feels she should not have to wear reading glasses following surgery. Follow-up with the surgeon indicates the patient was fully informed that correction may be needed following surgery. MFR. Report # 1119421-2006-00150--1st eye (od). MFR. Report # 1119421-2006-00151--2nd eye (os).

Manufacturer narrative:
H.3., 6.: the complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.